Event description:
It was reported that there was an over infusion of potassium chloride (10meq/100ml). The potassium chloride was intended to infuse at a rate of 100ml/hour. However, the 100ml was noted to be completed within minutes. There was patient involvement and no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Correction : annex b : b21. Annex c : c21. Annex d : d16. Additional information : device eval by manufacturer?, remedial action required, remedial action #. Annex a : a040101, a0509 , a1801. Annex g : g04088 , g0405206 , g04037. Annex b : b01, b14. Annex c : c23, c16, c0601. Annex d : d11, d03, d15. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an over infusion of potassium chloride (10meq/100ml). The potassium chloride was intended to infuse at a rate of 100ml/hour. However, the 100ml was noted to be completed within minutes. There was patient involvement and no harm.

Event description:
It was reported that there was an over infusion of potassium chloride (10meq/100ml). The potassium chloride was intended to infuse at a rate of 100ml/hour. However, the 100ml was noted to be completed within minutes. There was patient involvement and no harm.

Manufacturer narrative:
Additional information : annex a : a0404. Annex g : g02017. Annex c : c07. Annex d : d01.